Event description:
It was reported that the patient presented to the clinic on (B)(6) 2022 with one 14v battery that was no longer working. Per the patient and caregiver, the batteries had gotten wet in the shower with the shower bag in use. One battery was no longer able to hold charge. The ventricular assist device (vad) coordinator verified that the shower bag was being used properly. It was planned for the patient to follow up in the clinic on (B)(6) 2022 where the non-functional battery and shower bag would be collected for return to abbott. Warranty replacement was requested for both items. Related manufacturer's report covering the shower bag: 2916596-2022-13657.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported events of the battery not holding a charge and fluid ingress on the battery were not confirmed. The returned 14 volt lithium ion battery (serial number: (B)(6) ) functioned as intended during analysis. Inspection of the battery did not reveal any indications of liquid damage. The battery was fully charged and then discharge tested using an electronic load based battery test system and the battery exceeded the requirement for discharge time. The battery fuel gauge was interrogated after being charged and the battery parameters corresponded to a normal functioning pack. The returned 14v battery was accepted for charge multiple times without issue using a test ubc; the yellow light activated each time the battery was inserted into the ubc, indicating that the battery was being charged appropriately. The battery was functionally tested with test battery clips, a test system controller, and a mock circulatory loop without issue. Although liquid damage was not confirmed, it was reported that the 14v battery was inside a shower bag when the product came into contact with water. The root cause of the reported events could not be conclusively determined through this analysis. The 14 volt lithium ion battery assembly is manufactured by the vendor who maintains the device history records. The 14 volt lithium ion battery was shipped to the customer on 13jun2022. Heartmate 3 patient handbook (rev. D), under section 5 ¿alarms and troubleshooting¿ and heartmate 3 instructions for use (IFU) (rev. C), under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the necessary steps to take if a red light that is associated with a pocket fault is activated on an universal battery charger (ubc). Heartmate 3 patient handbook (rev. D) section 4, entitled ¿living with the heartmate 3¿, explains that the system components, such as the 14v batteries and the battery clips, must be kept dry at all times and to never swim or take baths. Users are instructed not to shower without a doctor¿s approval, and to never shower with the shower bag. This section also states ¿although the external components of the heartmate 3 left ventricular assist system are moisture-resistant, they are not waterproof. Take care to protect system components from water or moisture, whether indoors showering or outdoors in a heavy rain. If the components have contact with water or moisture, you may receive an electrical shock or the pump may stop¿. Heartmate 3 patient handbook and heartmate 3 instructions for use (IFU) (rev. C) section 3 ¿powering the system¿ explain the various ways to power the heartmate 3 lvas, including how to use the 14v batteries. This section informs the user of how to charge the 14v batteries using the universal battery charger (ubc). Heartmate 3 patient handbook section 6 "caring for the equipment" describes how to care for and clean all equipment, including the 14v batteries. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting/cleaning the contacts on the 14v batteries. Heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event,